Event description:
Complainant alleged that the medics were treating a pt (age unknown) who had coded. The medics determined that the pt was presenting a ventricular fibrillation heart rhythm. The medics attempted to shock the pt twice at 200 joules, with the device in semi-automatic mode, but the device inappropriately gave a "no shock advised" promt. The medics performed pt CPR and continued to monitor the pt's heart rhythm. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction.